Event description:
Additional information was received on (B)(6)2020. Two to four hours had elapsed which is the normal ambulation protocol at this center. The patient had to remain inactive for more time due to the hematoma. There was no greater than normal tamping pressure applied, with the tamping tube, to achieve hemostasis.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device did not seal properly. The patient developed a hematoma. The patient was stable. The patient had a blood transfusion. The procedure was completed successfully. Additional information was received on 29may2020: the procedure being performed was a cardiac angioplasty. A 6fr procedural sheath was used. Hemostasis was perceived after the deployment of the angio-seal device. A pre-deployment angiogram was performed. The hematoma was a decent size. The blood loss was greater than 250cc. The blood transfusion was a direct result from blood loss caused by the hematoma.